Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter did not blink when the sensor was inserted and that the electrode was dislodged. Customer's blood glucose was 241 mg/dl at the time of incident. No further information was given.